Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: (B)(4). Lot: 2501046. Event description: presence of a piece of plastic inside the syringe. Change of dm. Clinical consequences: none.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon inspection, a plastic piece is observed within the syringe, verifying the reported concern. A device history review was performed for the reported lot 2501046, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. While we were unable to identify a specific root cause, our investigation confirms that the plastic piece likely entered the syringe during the manufacturing process. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for these devices and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.